Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Erroneous potassium results can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to erroneous potassium range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in erroneous potassium results. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tube experienced erroneous results which were noted after use. The following information was provided by the initial reporter: material no. 367960, batch no. Unknown. Customer: confirmed she is not experiencing issues with current lot number. She was trying to explain to tech that erroneous results and red cell hang up has been happening sporadically and due to that, there is no specific lot or date that she can confirm. She has not witnessed any issues with this current lot. All specimens were drawn at the clinic site and transported to the hospital testing lab late in the day. Samples are collected in pst tubes, mixed 8 times and spun in either a swing bucket 1800 g for 10 minutes or fixed angle centrifuge 4300 rpm for 10 minutes. There is no fibrin in specimen or hemolysis. They have experienced red cells above the gel. They are currently using lot 9036798 but have been experiencing this issue over time and are now closely monitoring issue. Customer called to report laboratory has sporadically seen high potassium results that can not be pin pointed to a specific lot. Date of occurrence (B)(6) 2019. No medical intervention and no course of treatment change.